Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient had migrated causing the patient to have difficulty charging the ipg. The patient underwent a pocket revision procedure. There were no reported complications postoperatively. The device remains implanted and in service.